Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial# (B)(4), implanted: (B)(6) 2018: product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain via a manufacturer¿s representative (rep). The rep reported that the patient had to bend over to pick something up and felt a ¿shocking sensation¿ from her battery and up her back. The rep also reported that the patient had increased pain. The rep met with the patient and checked her ins. Connectivity and impedances were all within normal range. The rep added a third and fourth program for more coverage in the patient¿s back. The rep reported that the patient stated that it ¿felt better¿ after the reprogramming. The issue was resolved. No further complications were reported.